Event description:
It was reported that the patient came to surgeon office with pain and effusion.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding wear involving a kinemax tibial insert was reported. The event was confirmed. Device evaluation and results: material analysis was performed and concluded that the insert component displayed in-vivo service related damages to the articulating surface of the insert included burnishing, scratching, third body indentations and delamination. These are commonly identified damage modes on uhmwpe inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Medical records received and evaluation: not performed as insufficient medical records were provided for review. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other events for the lot reported. Conclusions: material analysis was performed an found in-vivo service related damages to the articulating surface of the insert included burnishing, scratching, third body indentations and delamination. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert. Based on the year of manufacture being 1995, this insert component was implanted for an extended period of time prior to its removal in 2013. The exact cause of the event could not be determined without x-rays, operative reports, patient history and follow-up notes.

Event description:
It was reported that the patient came to surgeon office with pain and effusion.